Manufacturer narrative:
The technician found the head end brake casters are worn and fully adjusted, this is most likely due to normal wear and tear. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the head end brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the head end brake casters were not holding while in brake mode. The stretcher was located in storage at the facility. There was no patient/user injury reported. (B)(4).